Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that after the dilator was inserted into the sheath, air was aspirated into the aspiration syringe and the hemostatic valve of the sheath was damaged. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis due to contamination.